Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not confirm the reported phenomenon as the distal end cover glue was found stretched but intact. It was noted that there were no parts missing from the distal end cover or from any parts of the scope. Therefore, the exact cause of the reported event could not be conclusively determined. If additional or significant information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic bronchoscopy procedure, a black piece of material measuring approximately 0.1cm became dislodged from the bronchoscope and fell into the patient's vocal chords. The black piece of material was successfully retrieved from the patient. The intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.